Event description:
Reportedly, the patient had a cardiac arrest. According to the intensive care specialists, no spikes on ECG that could not be retrieved. Then, the patient had to be shocked because she suffered vt. She passed away few days later. The device didn't answer to magnet mode and to the programmer (could not be interrogated). The subject device was be returned for analysis. Preliminary analysis of the returned device confirmed it was damaged by the external shocks.

Manufacturer narrative:
.

Event description:
Reportedly, the patient had a cardiac arrest. According to the intensive care specialists, no spikes on ECG that could not be retrieved. Then, the patient had to be shocked because she suffered vt. She passed away few days later. The device didn't answer to magnet mode and to the programmer (could not be interrogated). The subject device was be returned for analysis. Preliminary analysis of the returned device confirmed it was damaged by the external shocks.